Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, the wire snapped. The procedure was reportedly completed with a different, but similar device and there was no pt injury. The user facility was contacted for additional info, but was unable to provide further details regarding the circumstances in which the reported difficulty occurred.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation found the knife wire detached from the distal end side of the device. There was no evidence of thermal damage noted on the device. The cause of the user's experience cannot be conclusively determined at this time. The device was recovered and sent to the original equipment MFR for further investigation. If significant additional info becomes available, a supplemental report will be provided. This report is being filed as a medical device report in an abundance of caution.